Event description:
A customer reported experiencing a cartridge alarm 6 with their pump. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the call was dropped with a note to callback.